Manufacturer narrative:
Approximate age of device - 5 months. The patient remains ongoing on vad support. A correlation between the device and the reported gi bleeding could not be determined. A review of the device history records revealed the device met applicable specifications. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding. The patient was hospitalized on (B)(6) 2015 due to having dark stools on and off. The patient was transfused with 8 units of packed red blood cells over the course of the hospitalization. The patient was discharged on (B)(6) 2015. No additional information was provided.